Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had experienced a motor anomaly. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat test at 0.08750 inches. No drive/motor anomaly noted. The motor was tested outside of device and passed. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.